Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record, shipping inspection record and complaint files. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the patient incurred a laceration on the wrist when using the involved tr band device. After tri, the actual sample was applied to the patient for hemostasis but bleeding was noted. The customer applied more air to the actual sample, then bleeding increased. Closer inspection found that bleeding was not from the punctured site but from the wrist and that the plastic plate of the actual sample had cut into the patient's wrist due to the actual sample having been wrapped around the wrist too tight. The procedure outcome is unknown. It was reported that the patient recovered from the reported serious injury.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the method, result, and conclusion codes for the completed investigation. With no return of the actual device and the with the lot number not being available, the investigation was limited.